Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was more than 500 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose value and treated with manual injection. Customer reported the time clock did not advanced. Customer stated that insulin pump screen was off and unable to troubleshoot for high blood glucose. Troubleshooting was not performed, and the customer will discontinue to use the device. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display noted after battery insertion. Pump received with frozen medtronic logo on display. Unable to verify time/clock anomaly or perform the displacement test, sleep current test, active current test and self test due to frozen medtronic logo. Unable to download history files and traces using thus due to frozen medtronic logo. Pump was cut open to perform visual inspection and found broken solder joint j4 on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Frozen medtronic logo due to broken solder joint j4 on the pcba 1. Pump failed to download history files and traces due to frozen display. Blank display not confirmed. Time/clock anomaly was unable to confirmed due to frozen display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.